Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited impedance measurements greater than 2,000 ohms, noise and oversensing. During the revision procedure, the helix was not functioning appropriately and the lead terminal pin spun freely. As a result, it was suspected there was a rv lead fracture. The rv lead and device were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture.